Event description:
It was reported an asymptomatic patient's atrial lead exhibited mode switch due to noise oversensing. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.